Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that there is no insulin flow.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that there is no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6)2022. H6: investigation summary customer returned (3) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported that there is no insulin flow. The samples were examined, and it was observed that 1 pen needle featured a bent non-patient end (npe) cannula, and 1 pen needle featured a broken npe cannula. All 3 pen needles featured undamaged pe cannulas. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. The remaining pen needle did not feature npe cannula damage and was tested for flow using a test pen injector: it was observed that the pen needle was able to expel properly. Since all 3 pen needles were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula broken, npe cannula bent). The root cause for the bent/broken npe cannula issue is user related. The npe cannulas were bent and broken after the user handled the pen needles.